Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. The battery pins were replaced as precaution. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.